Event description:
An attempt was made to use an amphirion deep pta balloon catheter to treat a severely calcified lesion in a non-tortuous artery below the knee. No pre-dilatation was performed. The catheter was advanced to the artery over a pt2 ms wire. The balloon was inflated to 8atm. The balloon was then deflated and subsequently re-inflated. However, the contrast did not fill the balloon. The balloon was removed from the patient and found to be burst. Patient is well post procedure. Evaluation summary: multiple kinks were detected on the device shaft. Device appears used. Balloon is unfolded. The guidewire lumen was flushed with water and no leaks were identified. A 0.014" guidewire was inserted into the device through the hub of the catheter and friction was detected in the kinked portion of the shaft. An attempt was made to inflate the balloon using water but water exited the proximal part of the balloon. A balloon burst was identified.

Manufacturer narrative:
Evaluation results and conclusions: (severely calcified lesion). (B)(4).